Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).

Event description:
During a hysteroscopy case visibility was poor. The physician states there was inability to maintain uterine pressure to allow visualization. Fluid was found on the floor next to operative site. The procedure had to be stopped so pt may go through an additional procedure.